Manufacturer narrative:
This complaint is still under investigation.

Event description:
The pfc tibial insert trial particles came off in a patient

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This product was originally reported in error. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.